Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that when the system trainer and test catheter was connected, there was condensation found being released into the catheter. After further inspection, the fse found heavy water condensation in the patient interface module. The fse also found the kinked tubing in the patient interface module. So, he replaced the part (0997-00-1178) and connected to system trainer and test catheter, and did not see anymore condensation in the catheter. The fse then performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing and was returned to the customer. The following investigation was performed by the failure analysis and testing department (fat) :the failure analysis and testing department received a patient interface module assembly p/n 0997-00-1178, with a reported that the ¿excessive water condensation in patient interface module-found kinked tubing in pim¿. Performed visual inspection per the cardiosave service manual and found no visual damage and the part looks to be in a fair condition. Installed into the cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with procedure and the cardiosave service manual. Found that all functions were normal. The tests (1hour) did not trigger the reported problem. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the patient interface module assembly in the failure analysis and testing department per procedure.

Event description:
N/a.